Event description:
It was reported that the patient underwent a c4-c7 fusion using anterior fixation. Approximately, a year post op, a second surgery was performed to extend the fusion to c3-c4. At the time of the second surgery, the surgeon noted that c4-c7 was fused and the caudal screws had backed out. The surgeon removed the c4-c7 plate and screws in order to add the extension plate and screws. The patient is reportedly doing well after the secondary surgery.

Manufacturer narrative:
Device was returned to manufacturer for evaluation. Evaluation shows that locking ring at one end and cap at other end found to be broken from excessive loading. The broken ring allowed the screws to back out. The remaining parts meet design specification. It is unable to determine the root cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.